Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: air bubbles observed in the arterial line of the streamline bloodline. Detailed inquiry description: clinic reported several instances when air bubbles were observed in the arterial tubing of the bloodline. These blood line sets had original style patient connectors. Air was observed a while after the treatment started (not right away). In most cases it triggered sad alarm. Biomed instructed staff to re-insert patient connectors. In some cases, this stopped the air leak, but in some cases it did not. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) contaminated sample without packaging was provided for evaluation. The returned sample was visually evaluated, and no defects were observed. Luer taper testing was performed with passing results. Thereafter, the sample was subjected to leakage testing following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. No leakage was detected at any connection of the set. Furthermore, the sample was evaluated for occlusion using specified testing procedures, and no occlusions or blockages were identified. Based on the investigation findings, the sample met internal specification; therefore, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.